Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in tube biological and non-biological the following information was provided by the initial reporter: translated to english. The customer stated: "before use, there was foreign matter in the device's gel surface."